Event description:
A ralc30 completed the firing sequence but did not transect tissue. Another device was used to complete the transection.

Manufacturer narrative:
Device manufacture date is unknown.